Manufacturer narrative:
Visual inspection confirmed the disassembling of the tip. The root cause of reamer disassembly is due to wear and tear in combination with very hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition memometal technologies by stryker corporation.

Event description:
Damaged instrument - the tip of the reamer has been separated from the reamer. There was no adverse pt consequence reported.